Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st. Related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (14) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Consumer reported needle clog during priming. All 14 returned pen needles were examined, and it was observed that 8 exhibited a bent non-patient end (npe) cannula and 4 exhibited a broken npe cannula. 2 out of the 14 samples exhibited a straight npe cannula and were tested for flow using a test pen injector: both were able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles hence the customer would think the pen needles were clogged. Since all 14 samples were returned after use and no manufacturing defects were observed the probable cause of the bent and broken npe cannulas is user related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro were unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog during priming and stated that there is no insulin flow. Date of event : unknown. Samples : available.